Event description:
It was reported that unspecified alarms occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. An internal and external inspection was performed. Rite functional and electrical testing was performed. A simulated therapy was performed with no issues noted related to the reported problem. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. A review of the event history log identified low drain volume, low uf, and check heater line alarms, with the check heater line as the most recent. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.